Event description:
It was reported that patient had a magnetic resonance imaging (MRI) scan and was taken out after five minutes due to the ipg location getting hot. It was noted that patient had a burn as the proper machine settings were not followed.